Event description:
Event description cpi received information that this large patch lead was removed from service. The lead was found to be rubbing on the patient's lung causing bleeding, brocheal plural fistulas. The physician elected to perform an invasive procedure to remove this lead and repair the patient's lung condition. A new implantable cardioverter defibrillator (ICD) and endotak lead was implanted seven days later.